Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low blood glucose readings around 50 with intermittent highs up to 320, believed the algorithm was inaccurate and the pump defective during the third week of use, paused the ilet to avoid lows, made false announcements to influence glucose, and treated lows with multiple servings of apple juice; the event was documented with cause unclear and insufficient device information. Symptoms included hypoglycemia and hyperglycemia. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.